Event description:
It was reported that pt had a tka 2 weeks ago, presented to office with swollen and warm knee for 2 week follow up at dr k. Office this morning. Plan was for an extensive wash out and poly swap which was performed without difficulty.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.